Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) male pt developed a bleeding rash where the therapy electrode pads contacted the pt's skin. Follow up indicated the pt's dr was aware of the rash. Per dr's order, the pt discontinued use of the lifevest device.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.